Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the bd integra¿ 3 ml syringe with detachable needle experienced needle retraction failure and needle loose/pulled out of hub during use. The device cannula/needle became embedded within the patient's skin after injection and was removed by their spouse with a set of tweezers. The patient received x-ray scanning where no additional portion of the broken needle was found, and the patient has experienced pain and swelling at the injection site. The following information was provided by the initial reporter: material no: 305269, batch no: unknown. Consumer stated, during injection, needle detached into his injection site. Stated, his wife removed the needle with tweezers but he wasn't sure if the needle was completely out, so he went to the emergency room stated, an xray was taken but a needle was not located. Stated, he has swelling and pain on the injection site stated, he was told to follow up with his primary. Consumer stated, he want to be compensated for pain and suffering. Date of event: (B)(6) 2020.